Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit alarm. The customer states the buttons were unresponsive. The customer's blood glucose level at the time of incident was 47mg/dl. The customer treated the lows with food. Troubleshoot was conducted. The customer states the pump would be replaced and returned for analysis.